Manufacturer narrative:
Device passed the self test and displacement test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. No pump error 63 alarms noted during testing or found in the formatted history files. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer' parent via phone call that the customer experienced low blood glucose levels that were not reported. The caller did not mention any symptoms or how they treated. The customer¿s blood glucose level was 2.8 mmol/l at the time of the call. The caller reported the customer's insulin pump was alarming before they go low, but not when they actually went low. Troubleshooting was not performed. There was no indication that the insulin pump over delivered insulin. The insulin pump will be returned for analysis.